Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no cable damage. The instrument was found to have a dislodged flushed tube that was visibly protruding past the luer plate. The luer plate did not exhibit damage. The probable root cause of a dislodged flush tube is attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. Correction : based on the follow-up information captured in previous report, the annex a code was modified to a0414 and annex g should have been g04121.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the large needle driver (lnd) instrument stopped working. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument damage consisted of pulley wire breakage (cable breakage) during the procedures, and the surgeons had to use backup da vinci instruments to complete the procedures. No damaged instrument parts had fallen in the abdomen. The instruments have been returned to isi for further evaluations.